Event description:
It was reported that bd nexiva 20ga 1.00in hf y leaked. When performing the flow test with sf0.9%, it came out through the other valve. I would like to inform you that we have 160 units of the batch indicated in the technical complaint and we have received the return of 20 units from iguatemi, totaling 180 units of the same batch. What is the date of the incident? On (B)(6) 2025. What is the damaged quantity, referring to the technical complaint? 2. Is the damaged product/item available to be picked up by the warehouse? A: yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the two photographs that were provided for investigation. One photo showed a dual port adapter for a 20g nexiva device. A q-syte connector was attached to each port. No damage, leaks, or defects were identified from the photograph. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.